Event description:
It was reported that the customer was hospitalized due to pancreatitis and diabetic ketoacidosis. The customer's blood glucose reading was 545 mg/dl at the time of the event. Troubleshooting was performed, and the insulin pump was programmed correctly. The prime test passed. A tubing clamp was not available to perform the high pressure test. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn a this time. We therefore, consider this report complete to the best of our knowledge.